Manufacturer narrative:
Product event summary # 2019-feb-28. Sneedl1: no follow up performed as the hcp has no further information. Concomitant medical products: product ID: 3877-45, lot# 0208204846, product type: lead; product ID: 3877-45, lot# 0208204847, product type: lead. Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(4), ubd: 20-mar-2018, UDI#: (B)(4); product ID: 3877-45, serial/lot #: (B)(4), ubd: 20-mar-2018, UDI#: (B)(4). Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient asked for follow up because of more pain in the low back. The stimulation was uncomfortable and more in the belly then in the pain area lower back. Diagnostics/troubleshooting was performed, impedance measurements showed some issues. First results with some low impedances, second results with some high impedances. The action taken to resolve the event was reprogramming of the system and planned x-ray to check the lead positions. The issue was not resolved at the time of this report. No surgical intervention occurred, unknown if planned. The patient was alive with no injury. No further complications were reported or anticipated.